Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wall adapter was broken and the customer was unable to charge the pump with the adapter. The pump was able to charge successfully with alternate wall adapter. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.